Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was recurrent ventral hernia. The procedure performed was a laparoscopic robot assisted ventral hernia repair with mesh. The patient experienced pain, adhesions, seroma, reherniation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mental/physical pain, suffering, physical deformity, hernia recurrence,mesh failure/defective device, mental anguish, severe scarring, disfigurement, disability, impairment, loss of enjoyment of life, ad hesions, and seroma. Post-operative patient treatment included revision surgeries.

Manufacturer narrative:
Additional info: a4, b5, b7, g4 (510k #), h6 (patient codes, device code, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced attenuated mesh, attenuated fascia, bulging, abdominal pain, mental/physical pain, suffering, physical deformity, hernia recurrence, mesh failure/defective device, mental anguish, severe scarring, disfigurement, disability, impairment, loss of enjoyment of life, adhesions, and seroma. Post-operative patient treatment included medication, revision surgeries and hernia repair with new mesh.